Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the inner proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has received the suj and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, repeated recoverable error 32101 occurred. The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse confirmed the error in the logs pointing to axes controller setup (acu) on universal surgical manipulator (usm) 3. The tse had the customer power cycle the system, but the error was not resolved. The customer disabled usm 3 to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the procedure be completed robotically with the remaining three usm arms. The patient information was not allowed to be provided.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the proximal set-up joint (psuj) to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The component was analyzed and it was found to have an error 32101 on logs indicating that the axes controller set up (acu) board reported a high side switch error, with p-values pointing to the 48v brakes. The unit was installed onto a golden system where it triggered the same error 32101. The unit was tested on patient side cart fixture test platform (pftp) where it failed to unlock all brakes, with error 32099 in the logs. This indicated that acu board has a half bridge driver error, with p-values pointing to the suj brakes. The probable root cause of reported errors is attributed to an issue with the acu board within the psuj.

Event description:
Refer to h11 for follow-up information.